Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized due to high blood glucose on 29-jun-2024. Blood glucose at the time of event was 600 mg/dl mg/dl. Length of hospitalization was 4 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.